Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and it was powered. The unit powered normally with no errors recorded in the diagnostic logs. The ventilator was tested again, and passed power on self-test (post) without errors being recorded in the diagnostic logs tests and calibration were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours without error or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the customer reported malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb), and updated the software to the latest revision. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator became inoperative. There was no patient harm reported. There is no information regarding the patient being transferred to another ventilator.